Manufacturer narrative:
The device was returned and the evaluation found channel tube was damaged, light guide lens had a chip. Adhesive on the a-rubber had a chip. Sope cover was deformed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a diagnostic polypectomy during colonoscopy procedure when the snare was inserted into instrument channel of the colonovideoscope a small fragment came out of the distal tip and a small hard piece, ¿a black substance¿ fell into the patient that had sharp edges and the fragment was retrieved. No delay or extended anesthesia was required during procedure. No hospital stay was required. No patient adverse events were reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the piece remaining in the biopsy channel was pushed out and fell into the patient during insertion of the endo therapy accessory. The foreign material could not be identified, and it is unknown why the material remained in the device. Information regarding the reprocessing steps performed by the user was not provided. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.